Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73e1600479 investigation did not show issues related to the complaint. The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
One of the pieces of the head of the applier broke off during a procedure and it fell in the abdominal space of the patient but was removed immediately. There were no complications and another applier was used to proceed with the procedure.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that one of the jaws is detached from the rest of the device. The jaw legs of the loose jaw were found to be bent. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection could not be performed since the device was returned with one of the jaws off of the device. However, the trigger was engaged to see if the ratchet ears were intact. Upon engagement, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The device was disassembled to inspect the internal components. Upon disassembly, no further damages were found to any of the internal components. The jaw appeared to have fallen off due to the jaw legs being bent. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may other remarks: result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as operational context caused or contributed to this event. The reported complaint of "the head fell in the abdominal space" was confirmed based upon the sample received. One device was returned. The device was returned with one of the jaws detached from the device. The jaw legs of the loose jaw were bent which caused the jaw to fall off of the device. According to r & d, the bent jaw legs were not a manufacturing error. The jaw legs were most likely bent after the device left the manufacturing facility. The device was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Based on the condition of the sample received, operational context caused or contributed to the complaint issue.

Event description:
One of the pieces of the head of the applier broke off during a procedure and it fell in the abdominal space of the patient but was removed immediately. There were no complications and another applier was used to proceed with the procedure.